Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the legs of the device were not straight and the clamp did not close. The device was replaced with a new one. There was no patient involvement.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Engineering verified that jaw alignment of device was within specifications. Engineering inspected jaws under a microscope and found no physical damage to the jaws. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.